Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the initial concern was resolved ; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer satisfied.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 81 and 67 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 76 mg/dl and 83 mg/dl using truemetrix meter; customer stated she was comfortable with results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/16/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 : 81 mg/dl date: (B)(6) 2018 time:10:24 am fasting. Result 2 : 67 mg/dl date: (B)(6) 2018 time:10:22 am fasting.